Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with minor scratched lcd window.

Event description:
Customer reported that she was recently hospitalized due to high blood glucose levels. Customer reported that paramedics were called and measured her blood glucose level at 500 mg/dl. Customer was transported to the hospital and admitted. Troubleshooting showed that the insulin pump was not functioning properly. Blood glucose level was 182 mg/dl at the time of the call. No further information was provided.